Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the nurse had a patient on the arctic sun device in normothermia mode. The device alerting 02 (low flow) and had to check patient line after they got back from computed tomography. The target temperature was 37.6c, patient temperature was 37.2c, water temperature was 32.2c, flow rate was 0.0l/m, inlet pressure was -0.7, system hours were 6806 and pump hours were 6431. Nurse confirmed that they checked all the pads or tubing and saw no issues. They disconnected, reconnected pads and now low flow error was gone. The flow rate was 1.6l/m and circulation pump command was 100 percentage. The low or marginal flow message was still on the bottom of the screen. Mis offered to troubleshoot by testing each pad and nurse declined. Nurse stated that they would call back if error persists.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse had a patient on the arctic sun device in normothermia mode. The device alerting 02 (low flow) and had to check patient line after they got back from computed tomography. The target temperature was 37.6c, patient temperature was 37.2c, water temperature was 32.2c, flow rate was 0.0l/m, inlet pressure was -0.7, system hours were 6806 and pump hours were 6431. Nurse confirmed that they checked all the pads or tubing and saw no issues. They disconnected, reconnected pads and now low flow error was gone. The flow rate was 1.6l/m and circulation pump command was 100 percentage. The low or marginal flow message was still on the bottom of the screen. Mis offered to troubleshoot by testing each pad and nurse declined. Nurse stated that they would call back if error persists.